Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level, as it was unknown if levels exceeded 500 mg/dl.